Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips and/or control solution are returned, lifescan will evaluated them and, if either the meter, stirps, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2008, the lay-user/patient contacted lifescan alleging that a one touch ultra meter did not give her a numeric blood glucose reading. The patient indicated that the alleged meter issue started on the same day, at 12:30 pm. The patient claimed that the meter counted down during a blood glucose test but at the end of the countdown, just showed a "direction arrow" pointing to the left. The patient did not take any actions related to diabetes treatment as a result of the alleged meter issue. The patient stated that she did not eat or take her medication since she did not know if she was high or low. At an unspecified time after the alleged issue began, the patient claimed that she developed symptoms of shakiness. The patient denied receiving medical intervention from a health care provider and was not tested on another device during the time of concern. While speaking to the one touch customer advocate (otca), the patient performed a blood glucose test and got a meter reading of "186 mg/dl." It is not known if the patient was symptomatic at the time the result was obtained. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began. As a result of the meter issue, the patient mentioned that she had not eaten or taken her medication since she did not know what her blood glucose level was.